Event description:
A report was received stating a ventilator stopped cycling during ventilation of the patient. The patient was removed from the device and placed on an alternate device. There is no report of harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.